Event description:
It was reported that no urine flow was observed after insertion on patient. Per customer follow up information received on (B)(6) 2025, stated that it was unknown whether catheter had blockage or not.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The reported failure was able to be reproduced. The returned samples were evaluated and observed no kink or dent marks on the catheter shaft or the tsc wire. The catheter was able to inflate and deflate without any functional issues. However, the flowrate test failed. Upon dissection, observed tsc glue residue obstructing the drainage eye, which likely caused the flowrate failure. Based on these findings, the complaint is confirmed to be related to a manufacturing issue. A potential root cause for this failure mode could be glue in the drainage lumen, insufficient or missing glue causing blocked lumen or snaking thermistor wire due to operator's error. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that no urine flow was observed after insertion on patient. Per customer follow up information received on 04nov2025, stated that it was unknown whether catheter had blockage or not.